Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the right side feels very soft on the bottom, as if it was ruptured. Device has not been explanted. Right side.